Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer¿s blood glucose level, as it remained within normal range. Technical support instructed the caller on proper button usage, assisted in removing the pump from its case, and ultimately decided to replace the pump. The customer was informed of the replacement process, and arrangements were made for the delivery of a new pump.